Manufacturer narrative:
Philips has investigated this complaint according to the additional information collected, the issue occurred during neurovascular diagnosis. The procedure was completed as planned as 3d acquisition was not necessary for diagnosis. It was reported to philips that the system unable to perform 3d acquisition. Upon troubleshooting, the philips field service engineer (fse) went onsite and performed acquisition in propeller using the CT cranial stent protocol and the acquisition arrives correctly in the interventional tools, found no problems. No service has been performed by philips. To date, no further information was received. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned without an impact. The issue was intermittent. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform a 3d acquisition. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.